Manufacturer narrative:
A patient has experienced subsidence of a prodisc l implant resulting in pain and neurological symptoms in one leg. A surgical intervention to posteriorly stabilize the implant with screws was completed on or around (B)(6) 2022. Based on previous complaints it can be concluded that the posterior stabilization was completed to preclude serious harm. DHR review could not be completed as the lot numbers of the implant are unknown. Complaint history indicates this is the 2nd indication of pdl subsidence during the review period. The rate of complaints was determined to be acceptable based on the risk assessment. Subsidence was identified as a hazardous situation which could lead to patient harm. No device evaluation was performed as the device was left implanted. The surgeon indicated that he did not believe that the implant contributed to the subsidence. Based on the information provided and investigation, it is unknown what contributed to the implant subsidence. This submission is 2 of 3 for this event.

Event description:
The surgeon has a 2-level prodisc l patient who suffered subsidence of 1 of the 2 prodisc l devices. The patient is 2 weeks post op. Patient complaints of pain and neurological symptoms in one leg. Around (B)(6) 2022 patient received posterior implant stabilization with screws. Attempts to correct the implant anteriorly were unable to be scheduled due to the patient's bloodwork results and their preference to not receive a blood transfusion during surgery.